Event description:
It was reported that the patient had an infection at the ipg site which was never resolved despite being prescribed with antibiotics. The physician believed that the infection was not device related but has more to do with patients compliance with taking the antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7080094.